Event description:
Lab obtained a psa value of 1.9 ng/ml on a post-prostatectomy pt on the dimension rxl. Sample was tested on an alternate analyzer with results of 0.1 ng/ml. There were no adverse pt consequences.